Event description:
It was reported that a patient has an ams retroarc sling implanted on (B)(6) 2103. It was indicated that the patient had a bmi of 34. The retroarc was implanted using the local anaesthesia, lidocain (60ml) 0.5% xylocain) in combination with midazolam (dormicum 7.5mg p.o.) And piritramide (dipidolor 5mg i.v.) "Analgesia." The procedure was indicated to last 28 minutes and the cystoscopy was "ok." No post-op voiding dysfunctions. The pain during the procedure reported as "vas 7/10." It was indicated that there was difficulty passing through the retropubic space and the needle was too short for this obese patient. No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.